Event description:
Had a hysterectomy at age (B)(6) because of pain, bloating, excessive bleeding, after having essure put in 2 years before and had been dealing with the pain that long. After normal; pains from hysterectomy stopped. Had no more pains from the hysterectomy. (B)(4).